Event description:
The account alleged the side rail could not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail end tube is cracked. The technician replaced the side rail end tube to resolve the issue.